Manufacturer narrative:
Eval results pending return of the device and analysis of the product.

Event description:
It was reported that during a procedure, when the customer was removing the disposable cover (stat), the video baton broke at the camera. The customer said they were having trouble intubating because the cover was bloody. They removed the baton and attempted to switch stats to use a clean stat and video baton also broke. Instead of using another gvl to intubate, the doctor intubated in the old fashioned way. The customer stated that the pt did pass away but it was not due to this equipment. The customer also reported that visible damage showed the video baton broke off and the wire sticking out of the handle and not inside of the pt. The customer stated that the product was probably a size 3 stat because they use those most often. This incident resulted in a delayed treatment during an emergency care treatment.